Manufacturer narrative:
H6. Patient code 1: corrected code. H6. Patient code 2: added code. Additonal devices explanted with the gore® excluder® trunk-ipsilateral leg component rlt311415/18689885: gore® excluder® contralateral leg component plc231200/17317414, UDI: (B)(4). Gore® excluder® contralateral leg component plc161000/18244194, UDI: (B)(4). H6, code 3221: the explanted gore® excluder® trunk-ipsilateral leg rlt311415/18689885 was requested but not returned. Therefore, an explant evaluation could not be performed. Additionally, images were requested but not returned. Therefore, an imaging evaluation could not be performed. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6, code 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, surgical conversion.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm. During the procedure, a gore® excluder® trunk-ipsilateral leg component rlt311415 was extended with a gore® excluder® contralateral leg component plc231200 on the patient¿s right side. Additionally, a plc161000 component was extended with a plc181200 component on the left. On an unknown date, the patient presented as an emergency due to a manifestation of bilateral leg ischemia, which partially had affected his right, and completely had affected his left leg. On (B)(6) 2019, computed tomography (CT) imaging identified the rlt311415 component completely compressed apart from its most proximal portion which reportedly had remained fully deployed and fixated to the aorta. The component had thus not migrated towards distal. The physician assessed the rlt component¿s compression was approximately 95% and the overlap zones of the plc components appeared compressed as well, leading to a lack of wall apposition in those zones. As a potential reason for the compression, the physician considered that the patient¿s aortic neck angulation might have caused a type 1a endoleak feeding the aneurysm sac, leading to a pressure increase and compressing the rlt endoprosthesis from the outside. Therefore, also on (B)(6) 2019, an explant of all gore® excluder® endoprostheses apart from the plc181200 component was performed. The patient tolerated the procedure.